Event description:
It was reported that during surgery, the needle broke inside the patient, no injury was caused and the needle was able to be retrieved. Needle was able to withdraw with no injury. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. The observed failure is a known phenomenon likely resulting from forcing the device through resistance. IFU (instruction for use) : page 13 of the device IFU (B)(4) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
More than three attempts were performed to obtain additional information, but no response was received from the customer. The suspect device has not been returned to olympus for evaluation, therefore; the likely observed failure continues to be a known phenomenon likely resulting from forcing the device through resistance. Olympus will continue to monitor the field performance of this device.